Manufacturer narrative:
The customer reported issue with three sensors. All sensor serial numbers are unknown. This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted,  and a follow-up report will be submitted after all investigation activities are complete. Reporter phone # populated as +1(000)000-0000 to ensure successful electronic submission of MDR. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report in which the customer reported: "I got on the freestyle libre 14 day continues blood monitor. The first one fell off within 12 hours. The second one fell off within 3 days. I contacted abbott to get a replacement cause each sensor it supposed to last 14 days. Not hours. I got a replacement and placed it on the back of my arm like I am supposed to. Four and a half days in my arm is itching like crazy to the point where I ended up taking it off. Underneath where the adhesive was it was bubbles up and skin was arm and tender to the touch. It oozed puss for the next day. I went back to look at the two other spots I had placed (hadn't noticed cause it's on the back of the arm), but those were raised and red as well." There was no report of self-treatment or third-party medical intervention. Based on the information provided, there was no report of serious injury associated with this event.